Event description:
It was reported that a patient presented remotely via merlin.net. Review of the electrogram (egm) revealed that right ventricular (rv) lead exhibited loss of capture stored as non-sustained right ventricular oversensing (nsrvo) episode. Programming changes were discussed, no changes or interventions were reported. There were no patient consequences.